Event description:
During troubleshooting of a check heater line alarm that appeared on the home choice (hc) machine during fill 1, the home patient (hp) revealed that when he tried pushing the spike further in, the spike seemed to push further into the port. The technical service representative (tsr) assisted the hp to return to fill and the hc machine started filling at a good rate. No patient injury or medical intervention was reported. During a follow up with the hp, the hp stated that he could not remember the alarm. During further follow-up with the nurse regarding the possible loose connection, the nurse reported that no defects were reported on the supplies and the hp is continuing therapy without any issues. The nurse stated that the hp might not have pushed the spike completely, and that he has been made aware to verify complete insertion. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm was not confirmed. The product was not returned to baxter for evaluation. It was not possible to review manufacturing records for the lot because the lot number is unknown. The cause of the check heater line alarm was use error - the customer's report that the heater bag was not fully spiked. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.